Event description:
It was reported that a bridge bolus was incorrectly performed. The health care professional (hcp) entered the drug concentration in the ID drug desired dose field. The mistake was caught right away. The hcp cancelled the bolus and updated the pump back to the original settings and then updated the new settings and the bridge bolus correctly. There were no adverse events associated with this issue. The device system was used to deliver prialt and dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).